Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 308-328 mg/dl.